Event description:
It was reported that the customer was hospitalized for high blood glucose of 577 mg/dl. It was also reported that the insulin pump did not alarm. Troubleshooting was performed. It was stated that the device was not delivering insulin. It was also stated that the customer has noticed bent cannulas in several of the infusions sets that she has previously used. Ran a high pressure test and the insulin pump passed the test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.